Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant ferritin gen.4 on cobas 8000 c702 module analyzers. The sample was first tested on the first c 702 analyzer, resulting in a ferritin value of 900 ug/l. The sample was repeated on (B)(6) 2025 on the same analyzer, resulting in a value of 962.7 ug/l. The sample was repeated on a second c 702 analyzer on (B)(6) 2025, resulting in a ferritin value of 862.1 ug/l. The sample was repeated on the same analyzer after a 1:50 dilution, resulting in a value of 179098 ug/l accompanied by a data flag indicating an issue with reaction kinetics. The sample was repeated on the same analyzer using decreased sample volume, resulting in a value of 24280 ug/l accompanied by a data flag indicating an issue with reaction kinetics. The customer alleges that the lower ferritin values were not flagged to indicate there were prozone issues with the sample.

Manufacturer narrative:
The serial number of the first c 702 analyzer was (B)(6). The serial number of the second c 702 analyzer was requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the patient's ferritin concentration likely exceeded the high-dose hook effect limit of the assay. Product labeling specifies the high-dose hook limit as 80000 ug/l. An interference caused by the patient's extensive medication cannot be ruled out. The investigation did not identify a product issue.

Manufacturer narrative:
The customer provided data for two additional samples (samples 2 and 3) from the same patient with discrepant ferritin results. Sample 2 initially resulted in a ferritin value of 2495 ug/l with a data flag on (B)(6) 2025. This sample was diluted 1:8, resulting in a value of 26453 ug/l with a data flag. The sample was diluted 1:50, resulting in a value of 119042 ug/l with a data flag. Sample 3 initially resulted in a ferritin value of 1497 ug/l with a data flag on (B)(6) 2025. This sample was diluted 1:8, resulting in a value of 23260 ug/l with a data flag. The sample was diluted 1:50, resulting in a value of 175032 ug/l with a data flag. Medwatch fields b3, d1, d2, d4, d10, and g4 have been updated.